Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to cases with patient identifiers (B)(6).

Event description:
Reporter stated the buttons on the infusion device do not function correctly, and the customer was unable to clear an e8 power interrupt error as a result. No adverse event was reported. The alleged product was requested for evaluation.